Event description:
There was a development of granuloma at the radial puncture site requiring the pt to have plastic surgery.

Manufacturer narrative:
Neither the complaint device nor the lot number was provided to assist in our investigation. However, we are aware of the potential for occurence and can advise that this product line is supplied with an instructions for use (IFU) (t_kcfn_rev.0) which states the following: "possible allergic reactions should always be considered. A sterile inflammatory response possibly associated with the use of the product in conjunction with latex and powdered non-latex based gloves has been reported with the use of this device." We will continue to monitor this product.